Manufacturer narrative:
Device evaluation of charger/modem has been completed. The reported problem (charger-unable to recognize battery pack) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u102 and pxa component u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to recognize a battery pack.